Event description:
Clinic notes dated (B)(6) 2013 indicate the patient had a heart attack in the last six months and had one stent placed. It was stated that there was no change in seizure frequency. The following clinic notes, dated (B)(6) 2012, refer to the myocardial infarction and state that the patient is recovering. The notes also state that the patient reported more generalized seizures lately and state that the patient has been under stress. It has been mentioned through several clinic note that there is a believed relationship between stress and the patient's seizures. Per notes dated (B)(6) 2013, there are no problems with the patient's seizure medications or vns.